Manufacturer narrative:
(B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one tlc75 device was returned without apparent damage. As only tyvek and device were returned for evaluation, we are unable to investigate further the issue of ¿packaging damaged". Tyvek was visually inspected, and no anomalies were noted on the seal area. Event could not be confirmed as no damaged was observed on the tyvek and the blister was not returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that prior to an unknown procedure, when staff pulled the device to set up the or it was noticed that the tyvek was open in the box and the device was contaminated. Another like device was used to complete the procedure. There was no patient involvement.